Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0r4uq, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for overactive bladder reported a loss of therapy. She started leaking on (B)(6) 2015 and met with a manufacturer representative two days later. The manufacturer representative thought she had fallen down, but the patient stated that she had not. She was helped with her settings and could feel the stimulation, but by the time she got home she was leaking. The device was on and set on program 4 at 1.0. The patient later reported that a urine culture was positive for infection and she waited five days before an antibiotic was prescribed. It helped some, but she was on the second prescription as the first one didn't succeed in clearing up the infection. The patient was referred to a pelvic therapist and she had appointments scheduled with both on (B)(6) 2015. No potential event cause or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.